Event description:
It was reported the physician implanted a 30mm gore helex septal occluder to close an atrial septal defect in a 18kg pt. The pt's cardiac anatomy was too small for a 35mm device. The helex device appeared in good position at implant. As the pt was waking from anesthesia, the device was noted to have embolized to the left ventricle. The physician had planned on sending the pt to surgery if the helex device did not close the defect, so he did not attempt to retrieve the device through interventional techniques. The pt was taken to surgery where the device was removed and the defect surgically closed.

Manufacturer narrative:
The review of the mfg records verified that this lot met all pre-release specs.